Event description:
It was reported the case is broken and there are missing parts. The external pulse generator was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the upper case is broken. The lower case is broken and corroded. Side bail covers, ring cover, side bails, ring and three case screws are missing. Battery contacts are compressed, battery drawer is broken, and battery flex is corroded. It was noted the device passed all incoming functional tests. (B)(4).